Manufacturer narrative:
The device was not returned for evaluation. The complaint for valve calcification is confirmed based on the medical report. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the instructions for use/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors can contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Per medical record review, patient had history of hyperlipidemia and hypothyroidism, which are well-known risk factors for developing bioprosthetic valve calcification/stenosis. As such, available information suggests that patient factors (hyperlipidemia, hypothyroidism) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As learned through edwards implant patient registry, a 20mm sapien 3 ultra resilia aortic valve was explanted after 1 year and 7 months due to calcification, thickened and restricted valve, and severe aortic stenosis. A 21mm inspiris resilia surgical valve was implanted in replacement. The patient was discharged on post operative day 7.